Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, when the sensor applicator was removed from the sensor pod the deployment needle was still in the sensor pod. No additional event or patient information is available.